Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age/weight/race characteristics is male/64 years old/185 pounds/white. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provide d, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: on-treatment comparison between corrective his bundle pacing and biventricular pacing for cardiac resynchronization: a secondary analysis of the his-sync pilot trial. Heart rhythm. 2019. 16:1797-1807. Doi: 10.1016/j.hrthm.2019.05.009. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a comparison between corrective his bundle pacing and biventricular pacing for cardiac resynchronization. It was reported one patient experienced pulseless electrical activity and death. One other death occurred with no further information due to lack of interrogation data available. The cause of death was unknown.